Event description:
A low readings issue was reported with the freestyle libre sensor. Customer received a message 'lo' (reading < 40 mg/dl) and low sensor scan results and self-treated with sugar prior to obtaining a comparative blood glucose result. Customer subsequently experienced feeling sick and a loss of consciousness, and a reading of "hi' (reading > 500 mg/dl) was obtained on the built-in meter. Customer was transported to a hospital and administered insulin (dose/type unspecified) for a diagnosis of hyperglycemia. A hospital reading of 320 mg/dl was reported; however, it is unknown if it was obtained before or after treatment. There was no report of death or permanent injury associated with this event. The customer additionally reported sensor reading of 61 mg/dl against built-in meter result of 'hi' (> 500 mg/dl). The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.